Manufacturer narrative:
The tip breaking (ceramic) condition was confirmed on the returned unit. The detached ceramic was not returned with the unit. Probable root causes for the reported condition can be associated, but are not limited to: non-conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component or similar complaints have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process: a 30x inspection of the probe's tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated 10 times, for at least 66 seconds, for cutting tissue at a cut power level setting of 5 (power setting range is 0-7) before the condition was observed. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit's activation history review. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The returned unit showed no evident signs that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, which can result in the damage observed. Even though a possible impact by another instrument (cutter, bur, etc) or a heavy object while sitting on the mayo stand or while being inserted into the patient's shoulder cannot be completely ruled out, this possible contributor is less likely to be the root cause for the reported condition. Therefore, a possible non-conforming component cannot be ruled out as a possible contributor. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that the tip fell off into the patient and was successfully removed.

Event description:
It was reported that the tip fell off into the patient and was successfully removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.